Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) displayed an error message at power up. Technical support (ts) explained potential reasons and also noted that the reason could have been that the battery voltage was at 7.4 volts. The biomedical engineer replaced with a 9 volt battery, and the epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).